Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed there was blood on a defibrillation conductor and it was not obstructed, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: implanted: unknown. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high short interval counts (sic) and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.